Event description:
(B)(4).

Manufacturer narrative:
This receiver cannot receive patient information on any channel. Device exchanged and returned of defective device requested for failure investigation.

Manufacturer narrative:
Manufacturer narrative: the org-9110a receiver associated with room 316 is bad and does not work on any channel. The reported problem was duplicated and was replaced with a brand new org-9110a sn (B)(4) ver: 03-05. New org was shipped out with default channels. All functions per maintenance check sheet of service manual were completed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.